Event description:
A bipap autosv adv device was returned to a third party service center for a service as part of the sound abatement foam recall process with no intial alleged complaint. During evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted an dust fail contamination, has a presence of error code e31 low_pressure_regulation, e32 low_pressure_support, e55 therapy_queue_full, e63 stuck_knob_key, e66 stuck_encoder b. The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
A bipap autosv adv device was returned to a third-party service center for a service as part of the sound abatement foam recall process with no intial alleged complaint. During evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted an dust fail contamination, has a presence of error code e31 low_pressure_regulation, e32 low_pressure_support, e55 therapy_queue_full, e63 stuck_knob_key, e66 stuck_encoder b. The device was scrapped. Updated the 510k, operator of device, occupation, and report source.